Event description:
It was reported that during the patient's follow-up visit undersensing was detected. It was also reported that the patient experienced presyncope and dizziness no anomolies were found. It was further reported that there were episodes of true asystole. The patient experienced syncope outside with "headtrauma". The patient was admitted to the hospital. The 20 second asytole was not detected by the device. The patient was admitted to the hospital. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).